Event description:
Info rec'd from user facility suggests that during a cervical laminectomy the device became hot and would not allow the bur to spin. No injury to pt or staff resulted according to the info.